Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during the initial drain. The patient was not connected at the time of the alarm. The caregiver stated that the patient woke up and noticed that the homechoice was still in the initial drain, but the patient was not connected (transfer set disconnected from the homechoice cassette), and that the homechoice alarmed system error 2240. The caregiver stated that they connected the patient, then cleared the system error 2240 by cycling the power on the homechoice. The homechoice went through self-testing and priming while patient was connected. The homechoice went onto connect yourself. The caregiver called baxter for assistance. The technical service representative (tsr) had the caregiver press stop, close all clamps, turn the machine off, and disconnect the patient. The tsr had the caregiver remove all supplies and bags then reviewed alarm log. The tsr continued to assist the patient and caregiver on their request. The homechoice went onto connect yourself. The caregiver stated that the patient line was not fully primed. The tsr assisted caregiver with re-prime and connected the patient. The homechoice alarmed verify I-drain. The tsr had the caregiver verify the initial drain. A manual drain was completed earlier. The patient is starting therapy empty. The homechoice went onto fill one of four by itself, then alarmed check heater line. Tsr had the caregiver wiggle the frangible, flip over the heater bag, pull line at door, and press go. The homechoice continued to fill as expected with 10ml-15ml increments. The patient is continuing therapy. The tsr reviewed proper procedures with the customer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.